Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The customer reported via phone call that they went to the hospital for hyperglycemia with a blood glucose value of 500 mg/dl. Current blood glucose level was unknown. No symptoms related to the high blood glucose was reported. Customer was unable to calibrate sensor and issue was first noticed with sg was 100 mg/dl. Troubleshooting was declined. The customer was using the insulin pump system within 48 hours of the reported event. It was not known if auto mode feature was active at the time of incident. The event involved product(s) mmt-7020la. The sensor was worn for unknown number of days. Stated they were unable to calibrate sensor. No product return is expected for mmt-7020la. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.